Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation. Clarification to reported partial implant(d6a) date: 2002.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted.